Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations of scratches on the distal end unit and the dent on the connecting tube were confirmed. The flickering image was not confirmed. However, the device evaluation found that the image disappeared during angulation due to damage of the charge-coupled device. Additional evaluation findings were as follows: due to a pinhole in the bending section cover, water tightness was lost, due to wear of angle wire, the bending angle in up and down directions did not meet the standard value, the grip and the video connector both had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the image on the bronchovideoscope was flickering, the connecting tube had a dent and the distal end had scratches. The issue was found during receipt inspection. Inspection and testing of the returned device found that the image disappeared during angulation. There was no report of delay or harm to a patient or user. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified based on the results of the investigation, it is likely that physical stress was applied to distal end, light guide (lg) tube, etc. While the user was handling the device which led to damaged image sensor unit and caused the no image. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: important information ¿ please read before use. ¦warnings and cautions: caution turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions; disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.